Manufacturer narrative:
Device is a combination product. (B)(6) 2019 is an estimated date based on the aware date of (B)(4) 2019.

Event description:
Reported that a balloon was difficult to remove. A percutaneous coronary intervention was being performed. A promus premier select stent was implanted. Following implant the stent delivery balloon was difficult to remove from the stent and required aggressive manipulation to be removed. The procedure was successfully completed without patient injury.